Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts.

Event description:
Patient reported the middle of the infusion device display is blurry. The spot first appeared 6 months ago and has become bigger, and it does interfere with her ability to view the insulin delivery amounts. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.